Manufacturer narrative:
Qn# (B)(4). The customer returned a 5fr ptd catheter for evaluation. The ptd basket was fully advanced from the sheath and dried blood was observed on the catheter sheath. Visual examination revealed that the distal end of the black pebax tip was separated. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The tip material appeared jagged and uneven, indicating a stress related tear. All the basket wires were intact and secured within the basket connectors. No other defects or anomalies were observed with the ptd assembly. The pebax tip adhered to the basket measured to be 0.118" and the separated tip measured to be 0.4165", totaling 0.5345" which is within specifications. The ptd basket was able to advance or retract from the sheath with minimal resistance. The ptd catheter was placed into a lab inventory rotator to functionally test, and it was able to rotate. No functional issues were found. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared jagged and uneven, indicating a stress related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. A CAPA has been previously initiated to further investigate this issue.

Event description:
The customer reports: ptd tip separated during a thrombectomy procedure. Tip and catheter were retrieved from patient without any further issues or complications. The tip was removed at the time of the procedure. No surgical or additional procedure required.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: ptd tip separated during a thrombectomy procedure. Tip and catheter were retrieved from patient without any further issues or complications. The tip was removed at the time of the procedure. No surgical or additional procedure required.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: ptd tip separated during a thrombectomy procedure. Tip and catheter were retrieved from patient without any further issues or complications. The tip was removed at the time of the procedure. No surgical or additional procedure required.